Manufacturer narrative:
(B)(4). Concomitant medical products: unknown cup, unknown liner, unknown head, unknown stem. Multiple reports were submitted along with this report: 0001822565-2022-02235, 0001822565-2022-02236, 0001822565-2022-02237. 0001822565-2022-02240 the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a revision procedure due to infection. A temporary antibiotic spacer was utilized to assist in eradicating the infection. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.